Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. Opening of the pod did not allow the formed needle to fully retract back into the bottom housing. Inspection of the fluid path found a tear in the exposed portion of the soft cannula that prevented the flow of fluid through the fluid path. It could not be determined when the soft cannula damage occurred. The download data contained no timeouts, drive stalls, or hazard alarms indicating that there was no struggle to deliver insulin. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were observed on the formed needle and the slide retract indicating that the formed needle had been incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated from the slide retract during needle mechanism deployment, preventing the formed needle from retracting after deployment. This exposed formed needle contributed to the reported pain during insertion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.